Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature outlet was broken in an arctic sun device. As per wo update received on (B)(6) 2023. Slow cooling error 80 (water check time out - unable to reach calibration temperature) appeared on calibration.

Event description:
It was reported that the temperature outlet was broken in an arctic sun device. As per wo update received on 25aug2023. Slow cooling error 80 (water check time out - unable to reach calibration temperature) appeared on calibration.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.